Event description:
Pt undergoing a right knee anterior cruciate ligament reconstruction. A small portion of a 1.1 mm nitinol guide pin made by the MFR arthrex broke in pt as it was being removed in the usual fashion. The guide pin was from a transtibial acl disposables kit - x-ray confirmed pin firmly implanted in femur on top of screw. A decision was made by the surgeon to leave pin implanted rather than risk the surgical repair attempting to remove the pin. Dates of use: 2008. Diagnosis or reason for use: right knee anterior cruciate ligament tear.